Manufacturer narrative:
The customer has not agreed to return the device for investigation. The device was not returned to stryker. The reported issue could not be verified, and root cause could not be determined. H3 other text : device not returned to manufacturer.

Event description:
A customer contacted stryker to report that their device would display a blank screen. As a result, the device would have been in a lock-up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would display a blank screen. As a result, the device would have been in a lock-up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.